Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the high impedances was not determined. The rep programmed around the high impedances, but the high impedances have not been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that the patient¿s 8-15 lead had high impedances. They stated that the impedance check revealed that electrodes 11, 12, and 13 all had impedances greater than 40,000 ohms, and the leads appear reversed in the implantable neurostimulator (ins). They added that it appears that the 8-15 lead is medial or left, and the 0-7 lead is lateral or right. The rep stated that they did some programming to determine this. It was noted that program 2 was out of range (oor). There was also a warning message indicating that the ins had depleted. They mentioned that they were able to program a bi-pole on the medial lead for the patient to see if high-density settings will work. The rep stated that the patient will evaluate their settings for 4 days and contact them with the results. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.